Event description:
From staff: patient was an active bleed during the procedure receiving blood transfusion. Multiple types of intervention were done and the pura stat was delaying care. A second syringe of pura stat was used without difficulty.